Event description:
The customer reported a leak (5ml) under the coulter lh 780 hematology analyzer. Per customer, the leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, a lab coat, and protective eyewear at the time of the incident. The customer was wearing ppe and requested service for the unit. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. The customer did not review the msds. The facility does have an exposure/risk management plan available. On the day of the event, a field service engineer (fse) was dispatched to investigate the event. The fse found diluent leaking due to a line that popped off the fitting in the right panel of the instrument. The fse connected the tubing back onto the fitting. The fse confirmed the leak originated from the drain line not the diluent line. The drain line was not secured to the sink. There was no instrument malfunction. The area that got damaged is in the process of getting replaced for it was the sheet-rock underneath a work bench that got wet and the floor. The drain line may contain blood, controls diluent, lyse, and cleaner.

Manufacturer narrative:
The cause of the leak was the drain line was not secured to the sink. (B)(4).